Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient started having an allergic reaction and the dermatologist believes it is caused by the scs system. Allergy kit was requested. No further information available at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient utilized the allergy kit and was found to be allergic to nickel.